Event description:
Information was received from a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the lower arm function had deteriorated. There was no patient involved in the event. No further complications reported as a result of this event.

Manufacturer narrative:
H3: product analysis of part # 9561524 ; lot # my21m002 service report states, there were no abnormalities were observed in the device during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.